Event description:
It was reported to boston scientific-target that during the procedure the gdc 18-3d 3d-shape synerg detection circuit prematurely detached. The pt was not affected by this incident.